Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels. The blood glucose value was not provided. The customer went into a hypoglycemic state and had paramedics had to be called for assistance. There was no further information provided about the incident. The customer did not return the product back for analysis.